Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up a dislodged right ventricular lead (rv) was noted. The dislodgement was due to twiddlers syndrome and was confirmed via x-ray imaging. The lead was explanted and replaced and the patient was stable.